Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple power source alerts when plugged into a power source, despite using multiple wall adapters. Additionally, the battery gauge was observed to be fluctuating, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.